Event description:
The pt began obtaining lower than usual meter readings on her meter since microvalve replacement surgery on 10/8. Based upon the meter readings, her normal dosage of insulin was reduced several times during this 2 1/2 week period. She was advised by her physician to bring her meter in for comparisons. At 9:30/a on 10/13, during a routine office visit, the pt's meter read 79 mg/dl while a concurrent result on the physician's meter was 445 mg/dl. She was treated with 11u nph insulin and told to increase her normal daily insulin dosage to 20u nph. The meter is cleaned only once a month and the test strip holder is not removed for optics cleaning. In addition, a calibration test performed on the meter on 11/13 read 23, indicating low meter calibration condition.